Event description:
Additional information was received. The patient said the device was removed on (B)(6) 2021 and was sent back for analysis. The patient wanted to know if the analysis has been completed. They said the device was removed and their arm is still shaking. They asked if everything was removed and it was reviewed that this should be discussed with their healthcare provider (hcp). The patient was advised that analysis status will be looked into and they will be called back. The patient was called back and informed that analysis was completed and the results were mailed to the hcp on (B)(6) 2022. The patient will follow up with their clinic. They said they see that the results were mailed to a different address than where they see their hcp. The patient wanted it documented that they want to know if everything was removed because they are still having issues with their arm. It was reviewed that the patient should discuss this with their hcp.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va289rp, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type lead product ID 978b128, lot# va289rp, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient said the shaking in the arm and leg weakness started on the day of implant. Patient said they reported the arm shaking and leg weakness to the nurses immediately on (B)(6) 2020. Patient said after they had the device removed they still had the shaking. Patient said they were referred to a neurologist. Patient said the "ortho dr" gave them a shot in the wrist which has helped some.

Event description:
Additional information was received. Patient wanted it documented that they want to know if everything was removed because they are still having issues w/ their arm. Patient said the device was implanted on (B)(6) 2020. Patient said the shaking in the arm and leg weakness started on the day of implant. Patient said they reported the arm shaking and leg weakness to the nurses immediately on (B)(6) 2020. Patient said after they had the device removed they still had the shaking. Patient said they were referred to a neurologist. Patient said the "ortho dr" gave them a shot in the wrist which has helped some.

Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 27.04.2022 10:43:23 cst pli# 20 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Continuation of d10: product ID: 978b128, lot# va289rp, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead; product ID: 978b128, lot# va289rp, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that pt called from registered phone number repeating information about their shaking/wagging arm symptoms and what they have been through trying to resolve it by working with their doctor, (B)(6) at the doctor's office and the medtronic rep. Pt said they wanted to inform patient services their doctor wants to remove the device on (B)(6) 2021 because the doctor believes their shaking is caused by the unit. Pt reported additional medical symptoms today that their gait and balance are off, their legs feel like rubber and they are walking bent over like a 90 year old woman and are very weak. Pt said the shaking is worse stronger when stim is on, when it's off its weaker. Pt said they could not stand the shaking and turned stim off the last time they called patient services, it's been off since then. Pt said they did internet searching and now think their symptoms are caused by "post anesthesia from surgery" and they are not caused by their device, later pt said they also talked to an ambassador who told them it may have been caused by a ventilator. Pt said they were trying to get their surgery records and want "everyone to work together for the common good of the patient". Pt said they informed (B)(6), dr (B)(6) medical assistant, that they think their shaking is caused by anesthesia and not by the device, they called their insurance company, and dr (B)(6) who was the anesthesiologist for the procedure and left them a call. Pt said, (B)(6) from dr (B)(6) office gave them the name of the head of anesthesia: dr (B)(6). Pt said they provided them with dr (B)(6) name and phone number and it is in his hands now. Pt said dr (B)(6) gave them an order for a neurologist but pt said they want to give the anesthesiologist a chance. Pt said interstim helped them so much and started crying, stating they think surgery should be postponed, redirected to the hcp to make medical decisions about what is best for the patient. The rep reported on (B)(6) 2021 that the patient reports a tremor started 10 days after her stage 2. Tremor is in her right arm and hand. Tremor only occurs when placed directly in front of her pelvis on the right side, or directly behind right hip. Battery was placed on the right side upper buttock. Patient states the tremor lessens when device off, but still present. Patient states device helped her bowel symptoms but is having it removed due to tremor. Patient states that she believes there is power in the device even though the device is turned off. Patient states there is no incident of fall of accident. Impedance checked. Device had been turned off. Rep confirmed this. Device remains off. There was impedance on electrode 0. Ran impedance check at 1.0 volts and then again at 2.0 volts. Impedance still appeared on both settings at the 0 electrode. The date of explant was (B)(6) 2021 and the issue was confirmed resolved.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Continuation of d10: product ID: 978b128, lot#: va289rp, implanted: 2020 (B)(6), product type: lead. H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the {x} conductor(s) was/were broken in the body of the lead at or near the tines. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient reported they were feeling shaking in their arm and they felt like it was related to the device. They didn't remember when it started, but thought it was soon after they got the device. When they shut stimulation off the shaking went away. If they turned stimulation down, the shaking lessened. They stated the therapy did help a lot with their bowel problems, but their arm continued to wag. They were told by their doctor that they didn't believe this was related to the therapy.  Patient mentioned they worked their way down the lead and the shaking calmed some for a bit, but had since returned. They were on program 5 at 1.6 volts and had turned it down to 1.1 volts. They were walked through changing programs. They decided to change to program  at 1.0 volts. They stated they were no longer feeling wagging, but was feeling it in the back of the scapula. They said it was more in the shoulder. They were going to monitor and continue working with their doctor. Additional information was received. The patient called back to report arm shaking. They said when they adjusted the shaking improved, but didn't go away. They decreased on their own and the shaking went down to a 3. Patient noted when they turned stimulation off they shaking improved, but did not go away. They said the evaluation was perfect and their arm did not shake during it. They requested a replacement external device to see if they were causing the shaking, information was reviewed. They changed to program 7 and said their arm was not shaking. They increased stimulation and said the muscle in their scapula started quivering. They noted they had an appointment in june. Additional information was received from the patient on (B)(6) 2021 patient called back stating they met with mdt rep about 2-3 weeks ago and pam set up new programs the patient to try. Patient wanted to change from program c to program b because they could not tolerate weakness in their legs and shaking in their right arm. After changing programs patient indicated the shaking went away and is quivering a little bit but not as bad as it was. Patient wanted to keep amplitude at 0.1. Recommended patient continue to work with their physician regarding medical symptoms. Emailed rep to notify them of the call. The patient called back reporting that they have tried all 3 new programs a, b, and c and none of them have resolved their concerns with shaking sensation they previously reported. The patient states the shaking feels like a shocking and jumping nerve sensation. They wanted to know why they did not experience this with their trial device. Patient also stated that when they turn therapy off the shaking gets better but does not completely go away. Sometimes the patient will turn therapy on in the morning to help with their bowels but then will turn it back off again. The patient is wondering if their device is "tied to a center" meaning they wonder if changes can be made to the system remotely. Reviewed telemetry can only be successfully performed at very close range to the ins. The patient also stated they live about 50 feet away from a transformer and wondered if this could be causing problems. Patient states when they are away from home the sensations go away. Reviewed information regarding exposure to emi and possible risks. Reviewed multiple times during the call the patient should be addressing therapy concerns and symptoms with managing physician. Patient indicated they have an appointment scheduled.